Manufacturer narrative:
Device history records were not available for review.

Event description:
It was reported that the device was unable to be interrogated. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.